Event description:
It was reported the patient felt tingling in their hands and around their lips. The tingling is present with stimulation on and ceases when stimulation is turned off. The tingling was always present. The tingling was present with every electrode combination. The tingling intensified after the patient fell, a month prior to call. Impedances were normal. The patient was shocked during the impedance check. The patient had always had greater than fifty percent symptom reduction. The stimulator was turned off and x-rays were scheduled. The patient was doing fine, but not receiving therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0nqz9, implanted: (B)(6) 2014, product type: lead. (B)(4).